Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a tear in the cord and was not used on a patient. The issue was found during pre-procedure checking of an unspecified procedure. There were no reports of delay and patient harm.

Event description:
It was reported that the subject device had a tear in the cord and was not used on a patient. The issue was found during pre-procedure checking of an unspecified procedure. There were no reports of delay and patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, minor debris under distal cover glass, cracked connector, and a loose adapter. Based on the results of the investigation, it is likely that the following led to the customer reported malfunction: the most probable cause of the complaint was due to a cut on cable. A definitive root cause could not be identified for the fiber breakage, minor debris under distal cover glass, cracked connector, and a loose adapter. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.